Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) unspecified access sets under infused while using with ofirmev. The reporter stated that primary line would not completely infuse with the tubing. It was further reported the operator of the device attempted to lower the device. However, the issue occurred again. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.